Manufacturer narrative:
The device was received in the deployed state. The downloaded data does not show any timeouts or drive stalls during the run. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 21.6 mm in length, due to the damage to the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined whether the damage contributed to reported event. Cracks were observed on the top and bottom housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device. The timing and cause of the cracks could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 312 mg/dl (17.3 mmol/l) while wearing the pod between 37 and 48 hours on the arm. Investigation of the pod found the cannula to be damaged in the external portion. The device was originally reported for leaking during wear.